Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the device was dropped while the patient was running at school, and the pump became nonfunctional and no longer watertight, leading to therapy interruption and the need for replacement. Symptoms included hyperglycemia with a reported value of 389 mg/dl. Outcomes included use of back-up therapy with a switch to multiple daily injections, no ketone testing, and no medical intervention. Investigation included internal review of the reported damage and collection of usage context. Investigation of this device revealed user-induced physical damage to the touchscreen assembly that rendered the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from impact.